Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries was defective. The battery charger displayed a red flashing light when the battery was connected to it. Moreover, the battery was connected to the controller and no power was provided. The battery was exchanged and will be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The reported flashing red was confirmed. However, the battery is still able to charge and provide power to a controller, not confirming the reported "no power" event. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the reported flashing red can be attributed to a battery that is out of calibration. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.